Event description:
The customer obtained falsely high troponin I results on four plasma samples from one pt. One of the samples was tested on an alternate method, and the result was negative. Elevated results of this magnitude might initiate a cardiac catheterization. There was no report of pt harm as a result of this event.